Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement procedure, the newly implanted device was seen to have error code 254 during diagnostics multiple times. The following was tried but the same result occurred: batteries in the wand were changed, wire connected to wand and tablet, and a new set of programming equipment used. Additionally, during one of the interrogations, high impedance was observed despite being connected to the lead. Again, diagnostics were not able to be performed, but interrogation, heartbeat detection and parameter changes were able to be completed. The patient surgery was completed with plans to re-attempt in post-op. The same issue occurred on a separate programmer and the device was then explanted with plans to re-implant with a different device at a later date. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. Programming history was reviewed and based on the data available and that no system diagnostics or advanced interrogation was performed, the reed switch malfunction cannot be confirmed. A quality engineering review of the file has been completed. The errors observed by the physician combined with the possible causes eliminated through troubleshooting, lead to the most likely condition of a stuck closed reed switch. The decoder was reviewed by quality engineering. The decoder further confirms the suspected root cause of a stuck closed reed switch. High impedance will be removed from the file as this was due to the reed switch stuck closed displaying only last impedance measurement which was prior to implant date. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed and the reed switch stuck closed condition was confirmed. No other relevant information has been received to date.

Event description:
The generator has been received into analysis. No other relevant information has been received to date.